Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter was powering on after charging it. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue began on (B)(6) 2013, around dinner time (time unknown). The patient manages his diabetes with an unknown type/dose of insulin (no adjustments) and reported continuing with his usual diabetes management routine in response to the alleged issue. Approximately 6 hours later the patient claimed he developed symptoms of ¿hypoglycemia, sweating, shaking, and low general feeling.¿ he reported that at approximately 11:30pm that same night he self treated his symptoms with food and/or drink. No other device was used for testing. At the time of troubleshooting, the csr noted the meter was not being used for the first time. The meter was able to be charged/rapid charged but would not power on thereafter. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began. Ed meter issue began.